Event description:
Procedure: low anterior resection. According to the reporter: the anvil was disengaged and the device could not be retrieved. Additional resection of tissue was done to remove the anvil and re-anastomosis was performed. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).